Event description:
It was reported that the patient had fever, redness, and inflammation at the implantable pulse generator (ipg) pocket site. The physician confirmed that the symptoms were not device or procedure related, however, the cause was unknown. The patient underwent a spinal cord stimulator (scs) system explant procedure with pocket irrigation. The patient was administered with antibiotics and was doing well upon follow-up. The explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: 5005119. UDI: ((B)(4). Product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: 5005199. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 35161634. UDI: (B)(4).